Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on and was exposed to moisture. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer reported that there was fluid in the battery compartment. The customer also reported o ring was in place and it was free of debris. The customer was assisted with troubleshooting and display did returned back but customer also stated that the home screen did not appear on display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly.